Manufacturer narrative:
The zirconia abutment with dental crown returned was inspected and the fractured condition was confirmed. The device history record review found no non-conformances which have contributed to the device failure. It was manufactured per procedure. A definitive root cause has not been determined.

Event description:
It was reported that zirconia abutment fractured at tooth site #10. There was no reported patient impact.